Manufacturer narrative:
Device analysis: the oad was received without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The driveshaft tip bushing was sent for scanning electron microscope (sem) analysis in order to determine whether or not there was contact between the tip bushing and guide wire spring tip. Sem analysis did not identify any material transfer from the guide wire spring tip to the tip bushing. An in-house .014" test wire was loaded through the device without issue. When tested, the oad spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the guide wire tip breaking off and being left in the patient could not be determined. However, as the original guide wire was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the event. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. There were target lesions located in the anterior tibial (at) artery and popliteal artery. The physician advanced a csi viperwire guide wire across the lesion and a csi 1.25mm orbital atherectomy device (oad) was loaded onto it. The physician treated the at artery using the 1.25mm oad and then exchanged for a 1.50mm oad. The physician then treated the popliteal artery with the 1.50mm oad and removed it from the patient. At this point, the physician noted that the tip of the viperwire had broken off. The tip of the wire was left in the patient and the patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
It was identified that the flextip guide wire used in this procedure (fractured and portion retained in patient) had been received under the incorrect RMA number when returned to csi. The guide wire had been returned in a package with a second guide wire, but in its own plastic bag, which had not been marked. When submitting the initial MDR for this event, it was believed that the flextip guide wire had been discarded and was not included in the failure analysis. Additional complaint file review discovered that the wire was returned to csi and this supplemental MDR is updating the failure analysis for this event, which includes the oad and flextip guide wire. The initial visual and tactile examination of the guide wire revealed that the spring tip had fractured off. The length of the returned guide wire was 329.2cm in length. The fractured spring tip was not returned for analysis. The guide wire also exhibited damage just proximal to the fracture. The guide wire was also sent for sem analysis. Sem analysis of the guide wire revealed shear dimples on the face of the fractured guide wire, which indicates that the guide wire experienced elevated torsional forces that exceeded the guide wire specifications and caused it to fracture. At the conclusion of the failure analysis investigation, the root cause of the guide wire tip breaking off and being left in the patient could not be conclusively determined. (B)(4).